Manufacturer narrative:
The service technician visited the customer site and performed inspection and troubleshooting. The customer performed troubleshooting by reanalyzing the samples, using the same reagent lots to obtain higher results. Trending review did not identify any trends and found no other issues related to the current complaint. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity calcium and sodium results generated on the alinity c processing module. The following data was provided: protocol 2: 19001696103 initial calcium result 3.4 mg/dl, repeated 4.9 / 9.2 / 9.7 mg/dl protocol 6: 19001696103 initial calcium result 3.4 mg/dl, repeated 4.9 / 9.2 / 9.7 mg/dl protocol 8: 19001695403 initial calcium result 5.7 mg/dl, repeated 9.5 mg/dl, initial sodium result 100 mmol/l, repeated 144 mmol/l. No impact to patient management was reported.